Event description:
Customer reports they were unable to retract needle into safety properly, still around 0.5cm of needle sticking out when removing fistula needle from patient's arm. No additinal information provided.